Manufacturer narrative:
Final analysis of the extension (serial #(B)(4)) revealed the #1 and #2 straight wire conductors were broken at the coiled to straight wire crimp sleeve. Final analysis of the extension (serial #(B)(4)) revealed the #1, #2, and #3 straight wire conductors were broken at the coiled to straight wire crimp sleeve.

Manufacturer narrative:
Concomitant products: product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported both extensions were explanted on the day of report due to high impedances. It was stated the patient lost clinical effect on her tremor on the left side of her body. It was also stated the impedances were all superior at 4000 ohms so the surgeon decided to test the impedances in the operating room and the lead impedances were normal so they changed the extension and then tested on the implantable neurostimulator (ins). The therapy impedance was 696 ohms on the previously damaged contacts, however, the other side then presented also impedances > 4000 ohms (whereas therapy impedance was normal before the intervention). The other lead was tested which was fine, so they decided to change the other extension. A final therapy impedance check was performed and got 696 ohms on each side. It was noted the two extensions were changed and the patient was doing fine had good clinical effect from the stimulation on both sides. No injuries were reported.